Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the cassette leaked onto the roller of the console before surgery. No patient harm reported. The console failed and will require repairs. No sample returning.

Manufacturer narrative:
The consumable lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The cassettes associated with this event were not returned for visual and functional testing. Without the samples a failure mode for the device could not be ascertained with the information available. The company service representative examined the system and was unable to confirm the reported event. Preventative maintenance was completed. The system was then tested and met all product specifications. The root cause of the customer's complaint could not be established as a consumable sample was not returned and the system was then tested and met all product specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).